Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole events, service code 204-belt/monitor unusable, and can comm timeouts) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open power ground wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving false asystole alarms, can connection statuses, service code 204 (belt/monitor unusable).